Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid and was not feeling well. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. It was reported the patient was treated with vancomycin and ciprofloxacin for the event. At the time of this report, the patient has recovered. Pd therapy was ongoing. The reporter declined to provide additional information.